Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n40 neonatal optiflow junior heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n40j optiflow junior circuit kit is sold in the USA. The 510(k) number for 950n40j is 220703. The f&p 950n40 neonatal optiflow junior heated circuit kit is an accessory to the f&p 950 respiratory humidifier. It is intended for delivery of heated humidified respiratory gases to neonatal, infant and child patients, within the limits of its started technical specifications. Method: the pressure relief manifold provided with the subject 950n40 neonatal optiflow junior heated circuit was returned to fisher & paykel (f&p) in new zealand for evaluation. Results: visual inspection confirmed that the tamperproof blue cap (also referred to as the shroud) was missing. Disassembly identified that the spring component of the pressure relief valve was not present which would result in a significant leak when in clinical use. A review of the manufacturing records could not be performed as the lot number of the subject 950n40 neonatal optiflow junior heated circuit was not provided. Conclusion: based on our investigation, we are unable to confirm the root cause of the reported event. However, all pressure relief manifolds are calibrated during the manufacturing process. It is not possible for the manifold to be calibrated if the spring was missing. The absence of the tamperproof cap (shroud) indicates that the device had been tampered with following its manufacture. The user instructions that accompany the 950n40 optiflow junior heated circuit state the following: do not use if pressure relief manifold cap has been removed or is missing. Ensure there is gas flow through the tubing before connecting to a patient. Additionally, a warning is printed on the pressure manifold cap indicating that the cap must not be removed.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p healthcare) representative, that a neonate was experiencing increased work of breathing along with episodes of oxygen desaturation. It was further reported that clinical staff observed the blue cap of the pressure relief manifold, part of the 950n40 neonatal optiflow junior heated circuit was missing. The patient had been receiving nasal high flow therapy for approximately 27 hours before the issue was identified. Following this discovery, the patient was transitioned from nasal high flow therapy to CPAP therapy. The patient's condition subsequently resolved. No additional adverse patient outcomes were reported.